Event description:
The manufacturer service technician reported that the device was missing a screw at the time of functional testing at the manufacturer facility. There were no adverse consequences related to this event.